Event description:
The user reported that a trach tube was placed in 02 with no problems. The user reported difficulty suctioning the trach tube allegedly because the suction catheter was difficult to pass through 15mm connector termination angle. The pt developed a mucous plug after 24 hours, arrested and required reintubation. It is reported that the pt is currently neurologically devastated.